Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that on the 3rd day of use, urine was allegedly found leaking from the funnel of the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that on the 3rd day of use, urine was allegedly found leaking from the funnel of the catheter.

Manufacturer narrative:
Received 1 used silicone catheter upon return. During the visual evaluation, it was observed that there was a cut below the bifurcation area on the drainage lumen. The cut from the bifurcation area on the drainage lumen measured 0.5¿. Per the functional evaluation, water was injected by the drainage lumen and leakage was noted by the cut below the bifurcation area. This could happen during the funnel de-molding process. Therefore, the reported event was confirmed as manufacturing related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that on the 3rd day of use, urine was allegedly found leaking from the funnel of the catheter.